Event description:
Rn was drawing up insulin into an insulin syringe, and she experienced resistance as she depressed the plunger. Upon closer inspection, a small piece of plastic was noted inside the sealed syringe barrel.